Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. The archives from the procedure were sent to medtronic for evaluation. Review of the archives found that the registration appeared to have been done on the lateral side of the anatomy with no tracing on the right. A few points were noted to be yellow/red and below the surface of the anatomy. Additionally, the 3d model was reported to be grainy. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the site did not schedule an additional procedure for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the representative confirmed that they were only able to retrieve was csf. They did all the correct steps to ensure that the measurements were correct. The needle was off by almost a centimeter. After they had un-scrubbed, they tested the accuracy on the patient and there was no deviation from registration.

Manufacturer narrative:
Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. H4) device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial biopsy, an imprecision was observed when attempting to gather a diagnostic sample as cerebrospinal fluid (csf) was pulled on three different attempts. Additionally, it was noted that the target, distance and entry were entered into the navigation system software properly. In the application software, it was noted that the application software showed the user was on the tumor but a diagnostic sample was not pulled. It was noted that the site could not validate where they were in relation to the tumor. There was a reported delay to the procedure of less than 1 hour due to this issue.